Event description:
It was reported that the t:slim x2 pump's battery would not charge despite attempts with different charging cables and wall adapters. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump with updated software, and the customer agreed to use multiple daily injections (mdi) as a backup insulin therapy.